Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The actual sample was not returned. However, three (3) unused/companion samples were received for evaluation. All three samples arrived in sealed pouches. No defect was observed during visual inspection. Each solvent bond was then pull tested on all three samples. All solvent bonds passed the pull test. No further testing was performed. The reported condition was not confirmed. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tube that goes into the hard plastic of the male luer got disconnected in a solution set with duo vent. The customer stated that the reported condition occurred during infusion and the disconnection caused minor blood loss and IV contamination. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.